Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range pacing impedances on a non-boston scientific right ventricular (rv) lead. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that there was an increase in pacing impedances over that last four months. The patient is dependent on rv therapy. Boston scientific technical services (ts) recommended to bring the patient in for evaluation and suggested to perform isometric testing along with aggressive arm movements to see if it can be reproduced. Ts suggested to consider decreasing the sensitivity as well. At this time, this crt-p and other manufacture's rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range pacing impedances on a non-boston scientific right ventricular (rv) lead. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that there was an increase in pacing impedances over that last four months. The patient is dependent on rv therapy. Boston scientific technical services (ts) recommended to bring the patient in for evaluation and suggested to perform isometric testing along with aggressive arm movements to see if it can be reproduced. Ts suggested to consider decreasing the sensitivity as well. At this time, this crt-p and other manufacture's rv lead remains in service. No adverse patient effects were reported.